Event description:
It was reported the patient presented for implant procedure. After surgery involving the leadless pacemaker (lp) and delivery catheter, a pericardial effusion was noted. No changes or interventions were performed. There were no further patient consequences.

Event description:
It was reported the patient presented for implant procedure. During surgery, the delivery catheter exhibited an unexpected shift upward when initially retracting the protective sleeve and exposing the leadless pacemaker (lp) in the right ventricle. Once a target location was reached, the lp had difficulty fixating on the septum. After repositioning and implanting the lp, a pericardial effusion was noted. No changes to patient hemodynamic stability were noted. No interventions were performed, and the effusion would be monitored. There were no further patient consequences.